Event description:
It was reported that the pump was giving "no disposable, clamp tubing" message. A new cassette was mixed and attached; the infusion ran successfully. No patient injury was reported.

Manufacturer narrative:
No additional information has been received to date. No product has been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: updated h6: event problem and evaluation codes: updated. H10: no valid serial number was provided; therefore, device history record review could not be completed. Device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.